Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:33:36. During night drain cycle three, the patient's ultrafiltration reading was 1623ml, indicating the home patient (hp) drained 1623ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow-up medwatch will be submitted.